Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast and up buttons were found to be intermittently unresponsive and contrast button was unresponsive. During investigation, evidence of contamination was found under the contrast, up, and down key contacts and the battery compartment was found to be cracked.

Event description:
The patient contacted animas on (B)(6) 2012, stating the up arrow keypad button had been responding intermittently for two to three weeks. The ok button was reported to be worn. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.